Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device showed a leak site at the instrument channel and the forceps passage. The visual examination found the following issues: the distal end cover was dented; the connector cover was cracked; the insertion tube was cracked; the light guide lens was cracked; and the light guide tube showed buckling. Finally, fluid ingression was found throughout the control body and the scope connector; aeration was required before functional testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope was in use for a diagnostic procedure. A needle damaged the scope when it was removed from the channel. The device failed leak testing. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a water leak in the forceps channel in the incident. Furthermore, since it is not a reproducible event, it is not possible to confirm the reproducibility of what occurred at the time of removal. Olympus will continue to monitor field performance for this device.